Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a wrist arthroscopy the fa quantum 2 controller could not be plugged in. The procedure was successfully completed without delay using a shaver without rf. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Additionally, the instructions for use found other than fuse replacement, the controller has no user-serviceable parts. It is designed to provide consistent output levels and is calibrated by clock crystals, voltage references, and fixed resistors. There are no internal adjustments in the instrument and, due to the calibration methods, no annual maintenance check is required. If any component malfunctions, call customer service for a return authorization. A service manual with detailed descriptions of operation is available upon request. Call customer service to request a copy. Make sure that the wand is securely seated in the patient cable, and that the patient cable is properly connected to the controller. If the problem persists, first change the patient cable and then the wand. If the wand indicator light is still not illuminated, return the system for service. Smith & nephew reusable foot/hand control equipment is subject to various factors that can affect functional life which include frequency of use, method and duration of use, as well as post-operative methods and handling. Proper maintenance of your equipment is essential to achieve optimal performance over time. Symptoms of lifetime failures include but are not limited to the following: - connection problems with ancillary equipment - nicked, cut, or frayed cord - connected indicator light does not illuminate - missing/damaged operation controls - wear smith & nephew recommends returning the device for service if any of the above symptoms cannot be resolved or as needed to maintain optimal performance. A visual inspection observed a damaged lid and bezel and the footpedal port is pushed inside the unit. A functional evaluation revealed some settings cannot be tested due to the pushed in footpedal port. The unit was opened and found no other issues. The complaint was verified. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include misalignment of the connector when connecting to the unit receptacle in which excessive force or twisting could cause damage. No containment or corrective actions are recommended at this time.